Event description:
Meter was giving inaccurate high results. During troubleshooting, it was discovered that the meter was in the wrong unit of measurement. They have been getting those results for approximately two weeks, but cannot recall changing the code or going into the set up mode to accidentally change the unite of measurment. They have called a nurse for advice, but was directed to call lifescan regarding this issue. There is no adverse event reported ude to this issue and no further clinical information provided. This case is reported as a meter malfunction as the issue was not resolved.